Event description:
Integra received a copy of a medwatch sent by the user facility. In uf report number (B)(4) the reporter stated that a planned split thickness skin graft was harvested from the patient's right thigh. The padgett dermatome was set at 0.8 on thousandths of an inch. It was inspected and felt to be proper. Upon taking the graft, a full thickness was removed of the patient's skin. The dermatome was checked. There was a gap between the face plate and the blade. The blade was in the proper position and the face plate was screwed tight.

Manufacturer narrative:
The correct serial number of the complaint sample was determined to be (B)(4). To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.